Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. On 05/03/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report that while in a spine procedure, the surgeon alleged an inaccuracy occurred in anterior/posterior plane, approximately 6 centimeters. The surgeon attempted to navigate (re-direct) a screw after a second spin. The surgeon had placed seven screws successfully with navigation, however, the surgeon did not like the direction of the eight screw. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.